Manufacturer narrative:
G4: 25mar2020. B4: 03apr2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
It was reported that the unit required a backlight replacement. There was no patient involvement.